Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly had no more hearing sensation with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A date for re-implantation has not been made available.

Event description:
The user suddenly no longer had any hearing sensation with the device. No trauma has been reported. The recipient is to be re-implanted but a date has not yet been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suddenly no longer had any hearing sensation with the device. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. As per additional information received, the device was explanted however has not been received for investigation yet.

Event description:
The user suddenly no longer had any hearing sensation with the device. No trauma has been reported. The recipient was re-implanted.